Event description:
It is reported that the pt was revised due to instability and progressive pain in his right knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.